Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the b30 scope communication error could not be determined. Because it was determined that there was no issue in the light source, it is possible that the issue occurred due to the probe. Olympus will continue to monitor field performance for this device.

Event description:
As a customer prepared for use, a b30(scope communication error) and a unknown error displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer had cancelled the request and will not be returning the unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.